Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis. Device not returned to manufacturer.

Event description:
The consumer stated that on two consecutive occasions, the tampon elongated during removal. She had used four of the regular absorbency tampons from the carton and had issues with the next two. She is confident that no pieces of the pledget remained.